Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently enabled pump exercise mode. Customer's blood glucose level was 86 mg/dl. During troubleshooting with tandem technical support, setting was disabled and insulin therapy was successfully resumed.